Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the bag was observed to be yellow. The reported problem was verified. The cause of the condition was determined to be due to the natural aging process of the eva bag material. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution in an eva bag was yellow. This was found before use. There was no patient involvement. No additional information is available. This is report 3 of 5.